Event description:
This report summarizes 20 malfunctions. A review of the event indicated that model 9808560 port and catheter allegedly experienced fracture and pin hole leak. This information was received from one source. The malfunctions involved patients with no reported consequences. The patient¿s age, sex, and weight were not provided.

Manufacturer narrative:
H10: the lot number for the device was not provided, therefore a lot history review could not be performed. The device was not returned for evaluation; however the x-ray imaging in journal was provided and reviewed. The investigation is confirmed for the reported catheter fracture and pin hole leak issue. A definitive root cause for the reported event could not be determined. The device is labeled for single use. Matsunari, k., watanabe, k., hishizume, n., & fujisawa, h. (2019). Influence of venipuncture point and port chamber site on the risk of catheter fracture in right internal jugular port placements. The journal of vascular access, 20(6):666-671. Doi: 10.1177/1129729819839614. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 9808560 port and catheter allegedly experienced a fluid leak and fracture. This information was received from one source. One patient was involved and there was no reported patient injury. Patient information was not provided.

Manufacturer narrative:
H10: the lot number for the device was not provided, therefore a lot history review was not performed. The device was not returned for evaluation; however, an image was provided. The evaluation is confirmed for the fracture and fluid leak. The definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the device was not provided, therefore a lot history review was not performed. The device was not returned for evaluation; therefore the investigation is inconclusive for the reported failure. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 9808560 port and catheter allegedly experienced a fluid leak and fracture. This information was received from one source. One patient was involved and there was no reported patient injury. Patient information was not provided.